Event description:
A journal article was reviewed that contained information regarding this device. The patient presented to a follow up visit and episodes of vf and nonsustained ventricular tachycardia were noted. These were preceded by "pauses." The device was reprogrammed and is still in use. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "frequent recurrent polymorphic ventricular tachycardia during sleep due to managed ventricular pacing." Pace pacing clin. Electrophysiol. May 1;33(5):641-644.